Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was shut off. The customer's blood glucose was unknown. There was no delivery alarms more than once, screen was scratched and has to tilt screen to see info, there was crack around battery cap area, he was changing batteries every 2 days, and he has not been alerted when he had low battery. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.